Event description:
Patient ctb (ceased to breathe) shortly after the mva (motor vehicle accident). Patient was involved in a motor vehicle accident. When paramedics arrived it was observed that milrinone bag appeared empty. Pump stated there was 9.5ml remaining in the bag. Patient ctb shortly after the mva. Acute on chronic congestive heart failure. (B)(6) stage d. Vt (ventricular tachycardia) which required defibrillation, paroxysmal a-fib, palliative inotrope therapy.